Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the lamp failing to light up is related to malfunction of the igniter printed circuit board or the use of a non-original product. It is presumed that the ignatius board was aged or improperly misused. Furthermore, it is presumed the reported rear panel deformation occurred during transportation or related to mishandling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the rear panel, lamp, support feet and ignition plate require replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii xenon light source was received back from service without support legs, original lamp and dented back panel. There was no patient involvement, no harm or user injury reported due to the event.